Event description:
A user facility biomedical technician (bmt) reported two different sets of combi set lines had pen point size holes in them on the arterial line in between the blood pump segment on the dialyzer, and around 30ml of blood loss occurred for each incident. The bmt reported blood leaking from line, and the patient's blood was rinsed back. A new setup was strung and the second set of lines leaked as well. Upon follow-up, the bmt stated a combi set blood leak occurred from a pin hole in the tubing line less than ten minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the blood leak as the blood pump was immediately stopped and treatment was immediately terminated. A fresenius 2008t machine and fresenius dialyzer were being utilized for the treatment. No visible damage was identified on the combi set prior to use. The patient's blood was returned. Immediately following the event, the dialyzer and combi set were re-strung, and the patient began treatment again on the same machine. The bmt stated several minutes into treatment, a second blood leak occurred from a pin hole on the arterial line close to where the first blood leak on the first combi set occurred. The patient¿s estimated blood loss (ebl) was 30 ml. No visible damage was identified on the second combi set prior to use. The patient's blood was returned. The bmt stated the box and overwraps were examined and no damage was noted. The bmt confirmed a box cutter was not used the box and overwraps were opened manually, and it was unknown what may have caused the pin holes in the arterial lines. Immediately following the event, the dialyzer and combi set from a different lot were re-strung, and the patient began treatment again on the same machine and completed treatment without further issue. The patient it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt stated the used combi sets were discarded but had an unused and unopened set available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: reynosa received 5 companion samples on 04/10/2024 for evaluation, the sample was received with original package, identified with product code number 03-2722-9 and lot number 23sr01143. The companion product sample were visually inspected according to bom 03-2722-9, during the visual inspection it was not found any problems, no damages in the lines nor the chambers were observed. The sets were in the expected condition. A functional test was performed to the companion product samples in the 2008k machine and no disconnection or leaks occurred during tested period from the tubing. No air bubbles inside the system were noticed, no leaks, no level variation of venous and arterial chamber or any alarm. The sample tested worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was unable to confirm the reported event.

Event description:
A user facility biomedical technician (bmt) reported two different sets of combi set lines had pen point size holes in them on the arterial line in between the blood pump segment on the dialyzer, and around 30ml of blood loss occurred for each incident. The bmt reported blood leaking from line, and the patient's blood was rinsed back. A new setup was strung and the second set of lines leaked as well. Upon follow-up, the bmt stated a combi set blood leak occurred from a pin hole in the tubing line less than ten minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the blood leak as the blood pump was immediately stopped and treatment was immediately terminated. A fresenius 2008t machine and fresenius dialyzer were being utilized for the treatment. No visible damage was identified on the combi set prior to use. The patient's blood was returned. Immediately following the event, the dialyzer and combi set were re-strung, and the patient began treatment again on the same machine. The bmt stated several minutes into treatment, a second blood leak occurred from a pin hole on the arterial line close to where the first blood leak on the first combi set occurred. The patient¿s estimated blood loss (ebl) was 30 ml. No visible damage was identified on the second combi set prior to use. The patient's blood was returned. The bmt stated the box and overwraps were examined and no damage was noted. The bmt confirmed a box cutter was not used the box and overwraps were opened manually, and it was unknown what may have caused the pin holes in the arterial lines. Immediately following the event, the dialyzer and combi set from a different lot were re-strung, and the patient began treatment again on the same machine and completed treatment without further issue. The patient it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt stated the used combi sets were discarded but had an unused and unopened set available to be returned for manufacturer evaluation.